Event description:
It was reported that the rotawire and rota burr catheter fractured, and the patient later died. A 1.50mm rotablator rotalink plus and a 330cm rotawire were selected for use for a procedure in the circumflex artery. The burr was tracked to the lesion normally. The physician attempted to reposition the wire, but was unable to and continued with the procedure. The physician then ran the burr at 160krpm. Then, without a degradation in speed, there was a sudden fracture in both the drive coil and the guidewire, and the device stalled. The fracture occurred outside of the guide catheter, about 3cm from the burr. The physician attempted to snare the burr and remaining device fragment, but was unsuccessful and the fragments were left in the patient. The burr and drive coil were then stented in place and the patient was later taken to surgery. However, the patient later died. Device evaluated by MFR: the complaint product was not returned by the hospital; therefore, no physical or visual analysis of the product could be performed. The manufacturing records for this product have been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. Procedural images were provided to boston scientific and reviewed by medical safety. Examination of the procedural images revealed a rotalink shaft and rotawire separation. The burr/shaft appeared to be stuck in the lesion following unsuccessful retrieval attempts. The proximal wire fragment caused a self-limited lmt perforation which was temporally associated with hemodynamic compromise necessitating iabp counterpulsation. An lad stent was placed to contain the proximal rotawire fragment. At the procedure close the target vessel was totally occluded and the patient appeared angiographically stable on iabp support. There was 90° angulation of the rotalink shaft as it exited the guiding catheter due to non-coaxial catheter alignment. The patient's short lmt likely precluded deep [coaxial] engagement of the guiding catheter based on risk of lad ischemia during selective lcx cannulation. The sinusoidal shaft angulation and constraint of the burr at the target lesion may have contributed to the shaft fracture. The rotawire reportedly separated when the rotalink shaft separated. The ability to snare the fractured device may have been hindered by the proximal wire fragment resting on the vessel wall and/or the burr being stuck in the target lesion.

Event description:
It was reported that the rotawire and rota burr catheter fractured, and the patient later died. A 1.50mm rotablator rotalink plus and a 330cm rotawire were selected for use for a procedure in the circumflex artery. The burr was tracked to the lesion normally. The physician attempted to reposition the wire, but was unable to and continued with the procedure. The physician then ran the burr at 160krpm. Then, without a degradation in speed, there was a sudden fracture in both the drive coil and the guidewire, and the device stalled. The fracture occurred outside of the guide catheter, about 3cm from the burr. The physician attempted to snare the burr and remaining device fragment, but was unsuccessful and the fragments were left in the patient. The burr and drive coil were then stented in place and the patient was later taken to surgery. However, the patient later died.